Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we faced 3 issues with balloon deflation with catalog #171305, according to sales representative the size was ch 16. The consequences for the 3 patients were that a new catheter was inserted. The catheters were used for drainage. There is no device to be sent back for investigation. The customer stated the balloons were not fully deflated at removal, clarification about that fact was asked to the customer and the customer was not able to provide any further explanation about that fact. The customer was only able to report issue with balloons deflation (3 attempts made (B)(6) 2020). Clinical consequences: the balloons had to be re-inflated. And the catheters had to be replaced more often that it should be.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. No sample was returned for investigation, therefore, the investigation could not be conducted. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. Leak balloon could be due to several reasons. However, in the absence of actual sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The report states: we faced 3 issues with balloon deflation with catalog #171305, according to sales representative the size was ch 16. The consequences for the 3 patients were that a new catheter was inserted. The catheters were used for drainage. There is no device to be sent back for investigation. The customer stated the balloons were not fully deflated at removal, clarification about that fact was asked to the customer and the customer was not able to provide any further explanation about that fact. The customer was only able to report issue with balloons deflation (3 attempts made 12, 19,26 (B)(6) 2020). Clinical consequences: the balloons had to be re-inflated. And the catheters had to be replaced more often that it should be.